Event description:
It was reported occlusion alarms. Occurred. There was no adverse impact to the customer¿s blood glucose level. The customer disconnected the call, multiple attempts were made to follow-up but no response was received.